Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "nurse requesting the kvo rate for a patient's 4f dual lumen powerpicc device. States the patient has been having issues with occlusion of the PICC line as well." Response to customer from ms&s: informed we do not have a recommendation on a minimum kvo flow rate. The ins standards state that the kvo rate is a medical decision and needs an md order. Inquired if the customer has been following the flushing recommendations for the catheter. Customer states they have not been flushing the line because the patient is on a continuous infusion of ketamine. Explained we would not recommend flushing on a continuous infusion of medication because flushing would cause a bolus of medication to enter the patient's system. Suggested contacting the patient's doctor for direction.